Event description:
It was reported under infusion events described as "¿longer chemo, chemo ending late, still had chemo volume to be infused¿ in oncology. Compounded by the fact they monitor ¿up and down times¿". The customer also stated, ¿more vtbi infused than on the label¿. Per report, clinicians "have a 10% leeway, therefore not every event gets worked up¿. The issues reportedly occur with "cisplatin, etoposide, cytarabine, and 24hr mtx". This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.